Event description:
The pump was returned to animas for evaluation. Evaluation revealed partially dislodged force sensor pins. This report is being made based on evaluation results.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. The pump was evaluated on (B)(4) 2011 by product analysis. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.